Event description:
It was reported that during a surgical procedure at the user facility, the sagittal saw attachment was leaking. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for substance on the device was confirmed by the qa technician through, disassembly and visual inspection. The components of the device were affected by lack of lubrication. The device was scrapped by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, the sagittal saw attachment was leaking. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.